Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not open. The customer reset the vse instrument, but it would still not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The primary failure of a dislodged grip ring was found to be directly related to the reported issue. The instrument was found with the grip ring dislodged. When tested on an in-house system, the instrument passed recognition and engagement tests and demonstrated full range of intuitive motion in all directions. However, the grips did not close, and the grip open lever was non-functional. The dislodged grip ring likely prevented proper grip function, and it was observed moving freely along the grip drive adapter. Additional observations related to the customer-reported complaint: the grip ring screw was found dislodged and attached to the magnet inside the housing, which likely caused the grip ring to become dislodged. The instrument failed initialization during in-house testing, despite passing engagement. It failed the initialization test on 3 out of 3 attempts. No failure logs were available for further review. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of dislodged grip ring screw and dislodged ring and is attributed to the manufacturing process issues. The probable root cause of initialization failure is attributed to dislodged grip ring and screw in the proximal end.

Event description:
Refer to h11 for follow-up information.